Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with broken belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during normal basal. Customer's blood glucose was 185 mg/dl. The customer stated that the device fell out of her pocket but hit into bed. Customer was assisted in clearing the alarm. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.